Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and would no longer work to charge the pump. Customer¿s blood glucose value was 140 mg/dl. Replacement cable was sent to the customer.